Event description:
Per the clinic, the recipient experienced vertigo and imbalance with and without implant use. Subsequently, the device was explanted on (B)(6) 2025 and there are no plans to re-implant with a new device as the date of this report.